Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was taken to the emergency room for elevated blood glucose (552 mg/dl). Customer was treated with intravenous drip and manual injection. Customer remained in the emergency room for three hours and then released with a bg level in the 300 mg/dl range. Customer was reported as "ok" upon release from emergency room.